Manufacturer narrative:
With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage may be caused by several factors including anticoagulant therapy and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke.

Event description:
It was reported from the clinical database that the patient had a hemorrhagic cerebral vascular accident (hcva) two days following hvad pump implantation. The patient was noted to have altered mental status. The patient was also lethargic and confused regarding person, place, and time. Computed tomography (CT) scan revealed an area of acute infarction involving the anterior/lateral left frontal lobe. Repeat CT scan performed on (B)(6) 2015 exhibited a small petechial hemorrhage or tiny focus of hemorrhagic transformation within the left frontal lobe acute infarct with no other areas of acute intracranial hemorrhage. Aspirin (asa) 325 mg was initiated on (B)(6) 2015. Neurosurgical intervention was not recommended. Subsequent CT scans taken on (B)(6) 2015 were stable and showed improvement. Warfarin 5 mg every bedtime (q.h.s) without bridge was resumed. The patient was stable and asymptomatic on (B)(6) 2015, however, CT scan revealed new bleed. Follow-up CT scan on (B)(6) 2015 showed no change and the patient was discharged to rehabilitation center. The event was considered resolved with sequelae on (B)(6) 2015. The primary investigator deemed the event as related to the lvad procedure and possibly related to the lvad device and patient's condition. No further information was provided.